Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door was stuck. The customer reported that they had to access the medications from another station that caused a delay in patient care. As per part investigation, it was determined that, no faults were identified during testing and the fridge door stuck issue could not be replicated. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same mode of failure for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported fridge door stuck issue was confirmed by fse; however, dchu inspection process confirmed proper functionality. According to work order (wo) 02054608, fse reported that sacedg remote manager failed, tried to recover door opens but did not sense closed. Latch detent was replaced. External inspection conducted by dchu laboratory found no issues during inspection dchu performed continuity tests using a calibrated dmm to verify latch microswitch functionality. Both door-open and door-closed states tested successfully. The latch detent solenoid measured was within the expected range. Additionally, hta was conducted with no anomalies detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue could not be replicated or identified. Testing was successfully.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge door was stuck. The customer reported that they had to access the medications from another station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) replaced the latch detent to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door was stuck. The customer reported that they had to access the medications from another station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.